Event description:
Healthcare professional (hcp) reported that patient was injected in lower face with 2cc juvéderm¿ voluma¿ with lidocaine. Patient was concomitantly injected with 56 units of botox® in glabella, crows feet, and forehead. Two days later, patient reported they were unable to move hands and feet and went to emergency room. Emergency room hcp advised, "it was probably because of [patient's] injections."

Manufacturer narrative:
Suspect product: lot number 918. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is considered an unexpected adverse drug experience.

Event description:
Additionally, hcp further specified that patient was diagnosed with guillain-barre syndrome. Patient received unspecified medical or surgical treatment at hospital.